Manufacturer narrative:
Concomitant products: 250ml baxter bag ndc (B)(4), lot 15k6e7c, exp 04/2017, 0.9% sodium chloride injection; 500ml hospira bag ndc (B)(4), lot 58-505-fw, exp oct 1, 2017, 0.9% sodium chloride injection; therapy date (B)(6) 2016. The customer¿s report of a leak was not confirmed or replicated. Visual inspection showed no issues. Functional and pressure testing resulted in no leaks. The root cause of the reported leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leaking from a texium tubing during an infusion of cytarabine 250ml/hr. There was no patient or provider harm.